Event description:
The customer reported obtaining erroneously high basophil results without instrument specific suspect messages, for several patients, involving the unicel dxh 800 coulter cellular analysis system. Subsequent repeat of the samples on the same instrument produced lower basophil results which were considered correct. No erroneous patient results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The provided instrument printouts indicated that the instrument generated erroneously high basophils without instrument specific messages on all patient results. An erroneously low neutrophil result was also generated for one patient sample, when compared to the rerun result which was considered correct. All other differential parameters for the initial results correlated with the repeat results. All quality control results recovered within specification on the day of the event. The customer stored the samples in a refrigerator overnight and warmed the samples up in a water bath on the following day.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and adjusted the discharge volume of the differential lyse pump from 245 ul to 236 ul to resolve the issue.